Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions).

Event description:
It was reported by the customer that during routine check, the cardiosave intra aortic balloon pump (iabp) an excessively rapid helium leak. There was no patient involvement.

Manufacturer narrative:
Due to character limit: e1 (telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). Full event site address: (B)(6). Full event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the o-ring (0354-00-0208) was damaged and it was replaced. Device passed the performance and safety checks according to factory specifications.